Event description:
On (B)(6) 2012, ziv6-35-125-6.0-120-ptx and a zi6-35-125-7.0-120-ptx were placed with overlap in the left sfa due to in-stent restenosis (isr) in a previously placed bard luminexx. Intervention (stent placement with bard luminexx (non-des)) had been performed on the patient is the same lesion before. On (B)(6) 2014, fracture (type IV) was confirmed just below the overlapped site of the ziv6-35-125-6.0-120-ptx which was placed distally. The physician took a wait-and-see approach. No adverse effects to the patient have currently been reported. As the device is implanted in the patient, it is not available for evaluation; therefore a document based investigation was carried out. Although requested, images relating to this event were not provided. According to the physician's comments, the stent fracture may have been caused by the placement of the ptx stents inside a bard luminexx. However, as there are no images available to support the complaint investigation, the definite root cause cannot be conclusively determined. The compliant is confirmed based on customer testimony. A review of the manufacturing records for ziv6-35-125-6.0-120-ptx device of lot c775728, no discrepancies related to this complaint issue. Prior to distribution, all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. As per ifu0063-5, stent fracture is noted as a potential adverse event associated with the placement of this device. No adverse effects to the patient has been reported as occuring. The physician is taking a wait and see approach. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Manufacturer narrative:
Incident meets the reporting criteria of an FDA MDR report based on the reporting precedence established for this product family for stent fracture.